Manufacturer narrative:
Results: a sample was not returned for evaluation. Fifty retained samples were visually checked with no appearance defect found such as damage or deformation on luer connector taper; or damage or hole on tube was found. Leak test was performed for 8 sets and no leakage was observed from around luer connector. Taper dimensions of each sample was verified to be within iso standards without any abnormality. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a clinician attempted to unscrew end the needleset off of a 23 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set from a syringe. This resulted in the tubing being torn. No injury or medical intervention reported.